Event description:
Allegedly, unknown hip postoperative dislocation requiring revision.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.